Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Several days prior to (B)(6) 2026, the patient underwent surgery under general anesthesia (non-dexcom product related). Following the procedure, the patient reported consistently elevated cgm readings and administered multiple doses of fast acting insulin. No fingerstick blood glucose (fsbg) measurements were performed during this period. On the evening of (B)(6) 2026, after the patient briefly stepped away, her spouse returned and found her slumped on the couch and unresponsive to voice or touch. Emergency medical services (ems) were contacted. Upon emergency medical services (ems) arrival, an fsbg measurement was approximately 36 mg/dl, while the cgm simultaneously displayed a reading of approximately 160 mg/dl. The spouse was unable to confirm whether any treatment was administered prior to transport. Ems transported the patient to the hospital, and she was admitted for monitoring and treatment. She reportedly received IV glucose. At the time of the report, the spouse had not yet spoken with the patient and was unable to provide additional details regarding her condition or anticipated discharge date. On (B)(6) 2026, technical support followed up with the patient¿s wife, who declined to provide additional details regarding the medical intervention and discharge date. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.